Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced soreness. It was noted that the atrial lead was found to have dislodged and was pacing and sensing in the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.